Event description:
It was reported that the angio-seal was deployed and hemostasis was achieved. One and a half day later, the pt bled from the groin. The pt required 4 units of packed red blood cells and intra venous fluids. Surgery was performed and the angio-seal was removed. The anchor and collagen were found outside the artery. The pt returned to ICU and was reported in good condition. St jude medical product surveillance was made aware of the incident on january 26, 2007.

Manufacturer narrative:
Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. Each one of the following 6f angio-seal vip components was received for evaluation; anchor, collagen, and suture (as an assembly). No other components were returned. The anchor and collagen were connected by the suture. The collagen was in a compact mass, folded over the sides and bottom (bridge) of the anchor. The suture knot was tightly wound, and the proximal end of the running suture had strands that were tight and even, consistent with cutting. No anomalies were noted in the collagen or suture. The anchor was folded towards the bridge such that the dimension between the outside leg edges was 0.18 inches, consistent with suture tension after placement, in vivo tissue pressure, or mechanical pressure incurred during removal. A spur was noted in the anchor at the location of the dome gate, consistent with molded in stress relieved by the in vivo environment (chemical and/or heat). No other anomalies were noted in the anchor. The anchor, collagen, and suture were soaked in water. The collagen was removed from the suture loop and the integrity of the suture loop confirmed. The suture loop was approximately 0.1 inch in diameter. Review of the device history record was not possible since the lot number was unavailable. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the userto apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure.